Manufacturer narrative:
Liebel flarsheim manufacturing report: when field service engineer arrived on site system was completely operational. Fse discussed customer reported problem with x-ray technologist who experienced the problem. She said that during a case she got an image system misalignment message and it would not allow x-rays. She ran the image system up and down the table, retracted and extended the tube arm, then rebooted the table. After that the system worked okay again. Fse verified image system alignment according to the hut service manual 4041004. System returned to full service by the customer.

Event description:
On 11/14: customer reports that system stopped working during a procedure. Rebooted the system, all functions normal. Procedure completed, no reported injury. Customer could not provide patient information.